Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: ¿long-term analysis of standard abdominal aortic endovascular repair using different grafts focusing on endoleak onset and its evolution¿ (emiliano chisci, et al., international journal of cardiology, published online 07-nov-2018). The study analyzed long-term results of standard elective endovascular abdominal aortic repair (evar) focusing on endoleak onset, its evolution, and related reintervention rates using different grafts. During the study period, 880 patients underwent evar, with a minimum of 1-year follow-up. Seven hundred eighty-nine procedures were performed under the instructions for use (IFU). The characteristics of the patients treated outside the IFU were a short (<15 mm), conical or angulated proximal neck >60°, the absence of a suitable distal iliac neck or narrowed iliac accesses. The article includes the following case: six aneurysm related deaths occurred during the entire study period. One of the reported deaths was reported to be related to a first gore® excluder® aaa endoprosthesis generation device, at 34 months for sac expansion.